Event description:
The zip closure part of the bag is not sealed properly to the bag. Usually the defect is noticed prior to the bag being used. On one occasion, a chomo spill occurred because the spike pierced a bag containing a chemotherapy agent and the defective chemo bag was not able to contain the fluid.